Event description:
The customer reported via phone call that the customer was experiencing high blood glucose. The customer's blood glucose level at the time of incident was 400mg/dl. The symptoms for high blood glucose were unknown. The customer was treated with manual injections. Troubleshooting was done. Customer was using the insulin pump within 48 hours when the incident was reported. The customer did not allege that the insulin pump was under delivering. The customer was not using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.